Event description:
The patient received the scs system on (B)(6) 2011. It was reported that following a car accident, the patient has had to increase amplitude to a higher level to feel stimulation. Reprogramming did not resolve this issue. The patient is still receiving stimulation in the intended area. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.